Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105, which is likely what the reported motor failure was referring to. The reported symptom was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had motor failure. It was also reported that there was no pt injury.